Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump. It was reported the patient was having a pump pocket revision due to difficulty with refills. It was unknown what may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting was performed. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. It was noted that the issue was note resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was asked, but unknown. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient had surgery on (B)(6) 2020 and the issue was resolved. It was noted that as per the physician, the patient had a condition called heterotopic ossification which causes a calcification of non-bone tissue making the refills difficult to insert the needle. The calcification was removed and the needle entry seemed improved.

Event description:
(B)(6) 2020 mpxr 735098 (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump. It was reported the patient was having a pump pocket revision due to difficulty with refills. It was unknown what may have led or c ontributed to the issue. It was unknown what diagnostics or troubleshooting was performed. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. It was noted that the issue was note resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was asked, but unknown. No further complications were reported. (B)(6) 2020 6 e1 (hcp, rep): additional information was received from a healthcare provider via a company representative. The patient had surgery on (B)(6) 2020 and the issue was resolved. It was noted that as per the physician, the patient had a condition called heterotopic ossification which causes a calcification of non-bone tissue making the refills difficult to insert the needle. The calcification was removed and the needle entry seemed improved. "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event."

Manufacturer narrative:
B2 update/correction: regarding outcome attributed to the adverse event, the initial report indicated intervention required which is no longer applicable; previously not removed/updated in error regarding additional information captured in supplemental report (follow-up # 1). H6 update/correction: the previously applied patient codes c50586 and c3672 were previously coded in error and were replaced with c76143. The device code c133496 was previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information acta good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.